Manufacturer narrative:
Insulin pump had no unexpected numbers ramping or scrolling during test. Insulin pump received with intermittent button response due to corrosion on keypad traces. Insulin pump had a cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip and cracks on the belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the button does not work. Customer stated that when she set bolus the numbers ramped rapidly even if she does not push any buttons. Insulin pump would be replaced. Customer will revert to back up plan per health care provider. No further information provided.